Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male patient while in the cath lab. The intra-aortic balloon (iab) was prepped per instructions for use (IFU). When the md attempted to insert the iab into the teflon sheath via left femoral artery; the user could not insert it. As a result, the teflon sheath was left in place and a new iab was used. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome was good. Reference MDR #1219856-2013-00005 for the second event involving the same patient.